Event description:
It was reported the peripheral nerve evaluation (pne) lead was broken/fractured. The pne lead was not implanted a new lead was used. No further information was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (n391368) found that the lead body was stretched in multiple locations. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.